Event description:
Healthcare professional stated that immediately after injection in the nasolabial fold with juvederm ultra xc, the patient developed a herpes zoster outbreak in the "left intra-orbital branch of the left trigeminal nerve." Healthcare professional treated the patient with valtrex, topical denavir, and duricef three days after initial injection. Symptoms resolved eleven days after treatment was given.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event of herpes zoster is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.